Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted due to infection. During the extraction procedure, the physician reported difficulty retracting the helix so as to remove the product. The helix was ultimately rotated via turning the entire lead body and the lead was successfully removed. No other adverse patient effects were reported and no replacement information provided.